Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Final analysis of the extension ((B)(4)) revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the extension was broken and an open circuit was noted. The implantable neurostimulator (ins) was replaced electively when revision of extension occurred. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.